Event description:
It was reported that the insulin gauge was inaccurate with multiple cartridges. Additional information was not provided. Multiple follow up attempts were performed by tandem technical support, however, customer did not respond.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.